Event description:
Additional information: the patient was noted as having "suddenly" gone into withdrawal. A rotor test was performed. A dye study revealed that the catheter wasn't working; and "no dissipating in cerebrospinal fluid" was noted. The pump and catheter were explanted and replaced. It was indicated that the catheter was explanted due to the results of the dye study. It was clarified that the pump administered lioresal. The patient had recovered without sequelae following the device explant procedure.

Event description:
Additional information: the patient had device issues in the past and regarding the (B)(6) 2012 event, was experiencing similar problems. Following pump replacement on (B)(6) 2009, the patient experienced symptoms of withdrawal and increased spasticity. An x-ray was performed and was inconclusive, so the hcp elected to perform a revision surgery. The hcp's suspicion of a catheter issue was confirmed during surgery on (B)(6) 2009: there was an issue with the proximal end of the catheter. There was an incomplete fracture at the pump silicone catheter connector. During surgery, the damaged connector was removed and replaced with a suture less pigtail connector. Following the catheter surgery, the patient recovered just fine. The patient received effective therapy for about 2.5 years. On (B)(6) 2012, the patient developed increased spasticity, withdrawal, and rapid heart rate. The patient was hospitalized. The patient improved and was seen in the hcp office approximately 10 days later. The patient was noted as being very spastic again. The patient was again admitted to the hospital and revision surgery was performed on (B)(6) 2012. At the time, the hcp was not sure if the issue was with the pump or catheter, so elected to replace the entire device system. The pump was disposed of and not returned to the manufacturer, as it was "close to the eri". The hcp elected to implant the new system on the opposite side of the patient's body (on the right). There was no visible sign of infection at the pump area, the patient did have a urinary tract infection but no cultures were performed. The patient was treated with vancomycin. The hcp believed the device issue had been "most likely a proximal catheter leakage". It was noted the patient had a "more complicated course than usual". As of (B)(6) 2012, the patient was "happy and doing well". It was unclear if the pump delivered compounded baclofen 2000 mcg/ml at 360 mcg/day or lioresal 2000 mcg/ml at 400 mcg/day.

Manufacturer narrative:
Catheter: model 8703, lot# j93111815, implanted: 1993 (B)(6), explanted: unk.

Event description:
It was stated that the patient returned to the hospital on (B)(6) 2012 and was hospitalized with symptoms of baclofen withdrawal, including increased spasticity and altered mental status. He was started on an ativan drip and admitted to the ICU. Work-up included attempted cap aspiration which showed no csf flow, though when attempting to aspirate from the sideport the needle encountered a seroma; drainage of yellowish fluid was observed when the needle was removed. Pump interrogation showed no alarms. The pump contained baclofen, unknown dose and c concentration. It was also stated that the patient had a 2-3 week history of illness including urinary tract infection and he had events of his defibrillator going off. The patient was scheduled to undergo revision of the whole device system on (B)(6) 2012. It was suspected that there was a catheter leak/disconnect in the pocket despite negative x-rays. Further information has been requested. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8703 lot# j93111815 explanted: 2012-(B)(6) catheter model unknown sc implanted: 2009-(B)(6) explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
Analysis of the catheter model 8703 portions that were returned revealed that the catheter incorrectly assembled; a segment was still attached to the catheter pin connector and had an indent that showed a suture had been applied directly on it. There was also a deep abrasion seen on another segment of catheter, about 2 to 3 cm from its proximal end. This abrasion did not go through to the inner lumen. Analysis of the returned unknown model sc pump connector revealed an indent noted down in the sc connector seal along with occlusion. Also returned for analysis was a non-medtronic catheter, no analysis was performed on it.